Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very tortuous artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. However, the stent sheared off of the balloon and was recovered in the guideliner. No further information available.